Event description:
It was reported that during a gastric bypass procedure, the very first firing across the lesser curve of the stomach to create the gastric pouch with a blue cartridge produced a malformed staple line, with many misformed staples. The staple line was oversewn, and the device was replaced with another which fired correctly with a blue cartridge to complete the gastric pouch. Another device was used to complete the procedure. No patient consequence reported. Additional followup: did any bleeding occur with the malformed staples? If so, how much bleeding occurred? Minimal as was sutured. Did the patient receive a blood transfusion? If so how much? No. Do you know how the staple line malformed? No. During which stroke did the event occur? First. What other color cartridges were used before and after this event? Blue cartridge and it was the first firing. Mr. (B)(6) uses a mix of blue and white for his bypasses. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No, it was the first firing. There were no clips or staples present. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Mr (B)(6) said that there were no other issues noticed. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The firing handle was opened manually. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that one ec45 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.